Event description:
IV syringe pump was running as if it was infusing the medication, medication was not being administered, pump beeped when medication would have completed infusion, total volume of medication was still remaining in syringe at this time. FDA safety report ID# (B)(4).